Manufacturer narrative:
The technical analysis and evaluation have been completed, and there will be no follow-up report.

Event description:
We have received information about a potential incident and would like to inform you about it. The user reported that the device would not turn on. There is no information about patient harm.